Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was unknown if the pump malfunctioned, but there had been no pump alarm.

Event description:
It was reported that the patient became unresponsive and was taken to the e.r. It was believed to be an overdose but the patient was given narcan but was still "out of it" for a "few days". The pump was not alarming. It was also reported that the patient had a back surgery and it was unclear if it was related to the pump or not. The patient was also hospitalized and it was unclear if it was related to the pump or not. The pump was infusing dilaudid.